Event description:
While preparing to place a filter via the jugular approach, the vascular dilator used to dilate the insertion site perforated the pt's right ventricle twice. Open heart surgical repair followed, the pt expired the following day. Info could not be obtained regarding how the insertion site dilator was advanced to the level of the right ventricle. Dilators are recommended if introduction of the catheter into the vessel is difficult. Co's directions for use state: "in some cases, sequential dilatation with standard vascular dilators may be necessary prior to insertion of the 12 fr sheath/dilator." No malfunction of the device has been reported. Co does not attribute this event to the device.